Event description:
It was reported that the device had no telemetry and at the previous follow-up 1 year earlier, the longevity was estimated to be 7 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s. Evaluation summary: (B)(4): the device was returned and analyzed and analysis initially revealed a no telemetry communication failure condition. The no telemetry failure cleared during the electrical evaluation of the hybrid before any additional anomalies were noted in the hybrid functionality. Multiple attempts were made to re-induce the loss of telemetry communication failure, but none were successful. This analysis was stopped with the telemetry failure condition cleared and the device functioning nominally.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same as a device marketed in the u.s.